Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019 the result from the meter was 3.5 inr and within 30 minutes the laboratory result was 2.6 inr. On (B)(6) 2019 the result from the meter was 4.6 inr and at about 10:42 am the result from the laboratory was 3.0 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer is not anemic, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no recent changes in either their coumadin dosage, other medications, or diet, no new illnesses, and no symptoms of bruising or bleeding. The customer does receive heparin therapy once per week. The customer stated that they had received heparin just before the (B)(6) 2019 testing. The customer stated that their physician advised them that the amount of heparin used should not impact their inr. The customer's meter and test strip have been requested for return. Replacement products were sent. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.